Event description:
It was reported that (1) ax55b was used during a low anteriior resection procedure. It was reported by the affiliate that the surgeon loaded the device on the distal sigmoid colon. The surgeon fired the device and stated "that the audible tactile crunch was abnormal". The surgeon inspected the stapler and noticed only two staples had fired. Opened another device to complete the case. There was no consequence to pt.